Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that surgical intervention was performed where this right atrial (ra) lead was repositioned about three weeks post-implant, as the lead was oversensing ventricular activity and the far-field r-wave oversensing could not be resolved with reprogramming. No additional adverse patient effects were reported due to the intervention. The lead remains implanted and in service.